Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. While navigating the placed screws were more lateral and inferior than originally thought. The surgeon indicated the inaccuracy was approximately a screw's length (3mm-4mm). It was noted that this was a c1-c2 case. Three navigation image acquisitions and one confirmation image acquisition were performed. The procedure was successfully completed without aborting imaging or navigation. There was no impact on patient outcome. There was no reported procedure delay. No complications were reported/anticipated.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis could not determine the cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.